Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the air/water cylinder and air/water tube. In addition, there was a chip on the server-plug in and a scratch on the adhesive of the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely the cause of chip on the server plug-in and scratch adhesive were traced to a component failure. The cause of foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.